Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11201. It was reported the patient had difficulty charging the ipg, and the paddle of the charging system and the ipg pocket get warm and uncomfortable. The patient reported she only charges for about 10 minutes, and does not use a barrier between the charging system and her skin. A replacement charging system was sent to the patient. An attempt to contact the patient was unsuccessful. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.